Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The event likely occurred due to use stress, external factors, or handling. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to an olympus repair center for evaluation and the customer¿s reported problem was confirmed. The device evaluation found the ultrasonic probe was broken and that the acoustic lens was broken. In addition the device evaluation also found that the angulation in the up direction was out of specification due to the worn angle-wire and that water tightness was lost due to the broken acoustic lens. It was also found that the bending section cover adhesive was broken, the electrical connector was corroded and the ultrasonic cord was corrugated and dented. The device evaluation found that the ultrasonic image was abnormal due to the broken acoustic lens and the number of lost ultrasonic elements exceeds specifications due to the broken ultrasonic cable. Corrosion was found in the control unit due to the leakage and the gap on up/down knob was out of standards due to the worn angle-wire. The insulation resistance value between evis and ultrasonic connector was out of standards due to the broken ultrasonic cable cover and the adhesive layer of acoustic lens has a scratch. In addition the grip part and the scope cover were dirty. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported that the ultrasonic probe was broken. The issue was found during preparation for use for unspecified procedure. There were no reports of patient harm. During the device evaluation, the following reportable malfunction was found: acoustic lens was broken.